Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their device for the bladder and noticed during the day that they were wet before they got to the bathroom, it started 3 nights ago. The patient couldn¿t drink more than 24-30 ounces of water. When checking their ins with the programmer a couple of days ago, the patient got the power-on-reset (por) message. The patient had not had any recent medical procedures. The patient was redirected to their healthcare provider to have the por cleared. The next day, the patient called back reporting the same issues. For 4 days now, the patient had known something was wrong because they had been having issues with both their bladder and bowel. They couldn¿t drink anything because they were constantly in the bathroom and having 3-4 bowel movements a day. The patient was calling to find out who to contact about the por. No further complications were reported.